Event description:
It was reported that during semi annual preventive maintenance performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). The unit was functional tested multiple times without any further failures or issues. The fse completed the pm with safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev h, sn: (B)(6) asco drive manifold assy. This part was received with a reported unit failure message of failure drive manifold test. Performed visual inspection of this part received and part looks in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. Performed all manifold leak tests and passed within the factory specifications. The fat dept. Could not verify the failure message of drive manifold leak test failure. Drive manifold assy. Passed testing. Retaining drive manifold assy. In the fat dept. Per procedure 0002-07-d008 rev at.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.